Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the seal was leaking pneumoperitoneum when instruments were removed from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes, there were both whistling and hissing noises. If so, did the noise prevent insufflation? There was no prevention of insufflations as insufflations had already occurred. These noises were only heard during and after extraction of instruments from the cannula. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? I do not know if there was a drop in pressure, however, there was no effect on the visibility of the surgeon. What was the gas consumption rate or volume (liter/minute)? I do not know. Were you able to identify where the leak was coming from? The leak was coming from the seal of the cannula. On extraction of the trocars at the end of the case, the universal seal looked skewed. Was a device inserted in the trocar during the leaking? If so, what device? There was no leaking while a device was situated inside the trocar, however, during extraction on after extracted there was leaking. The devices varied from 5mm reusable needle holders to 5mm disposable scissors. Was any torque being applied to the trocar or device? Yes. Only small amounts to facilitate the simple manoeuvres required for the case, a lap cholecystectomy. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator present. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.